Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Per (B)(4): r&d engineer: based on the keypresses, the boluses listed below were programmed by pressing the keys ( assuming by user). On (B)(6) 2023 07:09:58.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). On (B)(6) 2023 15:38:07.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u) on (B)(6) 2023 17:00:17.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were recorded on the pump daly history screen. No bolus anomaly noted during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 61 boluses listed on the event date 01-feb-2023 in the pump history file. Please see the first 10 boluses listed below on the event date 01-feb-2023 in the pump history file. On (B)(6) 2023 06:34:04.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 24000 (2.4 u). Bolus amount delivered: 24000 (2.4 u). On (B)(6) 2023 06:38:52.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u). On (B)(6) 2023 07:09:58.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). On (B)(6) 2023 12:34:24.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 37000 (3.7 u). Bolus amount delivered: 37000 (3.7 u). On (B)(6) 2023 15:10:38.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 24000 (2.4 u). On (B)(6) 2023 15:11:09.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2023 15:38:07.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 17:00:17.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). On (B)(6) 2023 17:14:27.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 17:19:29.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5.) Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date 01-feb-2023 in the pump history file. On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection starttime: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 226250 (22.625 u). Daily total of basal insulin delivered: 60250 (6.025 u). Daily total of bolus insulin delivered: 166000 (16.6 u) please see below for the pump errors/alarms noted 1 week prior to the event date 24-aug-2022 in the formatted history file. On (B)(6) 2023 22:23:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 02:37:12.000 alarm alert notification (40). Fault number: stuck key alarm (61). On (B)(6) 2023 16:17:58.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 15:10:38.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. The pump passed the keypad voltage test. Lost sensor alarm not confirmed. No delivery alarm not confirmed. Stuck key alarm not confirmed. The pump passed the functional testing. Bolus anomaly not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was not operated, but a bolus was performed twice on its own. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the pump. The pump will be returned for analysis.

Manufacturer narrative:
S/w 5.3c, retainer ring = black, case type = ngp. The customer was taken care of by the physician for about 1 month, had alleged bolus anomaly and possible over delivery anomaly on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Per freger, mark ¿ r&d engineer: based on the key presses, the boluses listed below were programmed by pressing the keys (assuming by user). (B)(6) 2023 07:09:58.000 normal bolus delivered ((B)(4)). Bolus programming method: manual bolus ((B)(4)). Normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4)u) (B)(6) 2023 15:38:07.000 normal bolus delivered ((B)(4)) bolus programming method: manual bolus ((B)(4)) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 17:00:17.000 normal bolus delivered ((B)(4)) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) the pump was programmed with multiple boluses and monitored. All boluses delivered properly and were recorded on the pump daly history screen. No bolus anomaly noted during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 61 boluses listed on the event date 01-feb-2023 in the pump history file. Please see the first 10 boluses listed below on the event date 01-feb-2023 in the pump history file. (B)(6) 2023 06:34:04.000 normal bolus delivered ((B)(4)) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 06:38:52.000 normal bolus delivered ((B)(4)) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 07:09:58.000 normal bolus delivered ((B)(4)) bolus programming method: manual bolus (0) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 12:34:24.000 normal bolus delivered ((B)(4)) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 15:10:38.000 normal bolus delivered ((B)(4)) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 15:11:09.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 15:38:07.000 normal bolus delivered (220) bolus programming method: manual bolus (0) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 17:00:17.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: (B)(4) ((B)(4) u) bolus amount delivered: (B)(4) ((B)(4) u) (B)(6) 2023 17:14:27.000 normal bolus delivered (220) bolus programming method: cl1micro bolus (5) normal bolus amount programmed: (B)(4) ((B)(4)u) bolus amount delivered: (B)(4) ((B)(4)u) (B)(6) 2023 17:19:29.000 normal bolus delivered ((B)(4)) bolus programming method: cl1micro bolus (5) normal bolus amount programmed: (B)(4) ((B)(4)u) bolus amount delivered: (B)(4) ((B)(4) u) please see below for the daily total of all insulin delivered on the event date 01-feb-2023 in the pump history file. (B)(6) 2023 00:00:00.000 daily total sg670 (63) daily total collectionstarttime: 02/01/2023 00:00:00.000 daily total of all insulin delivered: (B)(4) ((B)(4)u) daily total of basal insulin delivered: (B)(4) ((B)(4) u) daily total of bolus insulin delivered: (B)(4) ((B)(4) u) please see below for the pump errors/alarms noted 1 week prior to the event date 24-aug-2022 in the formatted history file. 01/29/2023 22:23:00.000 alarm alert notification (40) faultnumber: lost sensor1 alert (780) 01/30/2023 02:37:12.000 alarm alert notification (40) faultnumber: stuck key alarm (61) 01/30/2023 16:17:58.000 alarm alert notification (40) fault number: no delivery (7) - during bolus 02/01/2023 15:10:38.000 alarm alert notification (40) fault number: no delivery (7) - during bolus the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. The pump passed the keypad voltage test. Lost sensor alarm not confirmed. No delivery alarm not confirmed. Stuck key alarm not confirmed. The pump passed the functional testing. Bolus anomaly not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer experienced hypoglycemia and was treated with jelly